Event description:
Ous MDR - a post operative ICD-follow-up showed an increase in ra and rv threshold. The ra lead was then exchanged on (B)(6) 2008, the rv lead re-positioned. It is unknown if this lead was implanted in the atrial or ventricular position.

Manufacturer narrative:
Ous MDR - the device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. It is unclear if this lead was repositioned or explanted.